Event description:
Patient having gyn surgery, atlas type ligasure device was placed and the mesosalpinx sealed. The device malfunctioned and would not divide the tissue. An impact type ligasure device was introduced, the tube and mesosalpinx sealed. Tissue was divided and freed from the atlas device. Atlas device was removed and taken out of service.